Event description:
A malfunction was reported, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.